Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00525. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced tension and decided to retract the coil. Upon retracting the ruby coil, it unintentionally detached within the lantern. The physician removed the detached ruby coil and lantern from the patient but did not attempt to flush the ruby coil out of the lantern because he wanted to use a new lantern. There were reported no issues with the first lantern. The physician continued the procedure by deploying and detaching additional ruby coils using the new lantern. While the physician was advancing another new ruby coil through the lantern, the ruby coil pusher assembly became kinked and the physician was unable to track the coil up into the aneurysm. This ruby coil was removed and two additional pod8 coils were then deployed and detached into the aneurysm to complete the procedure. There was no report of an adverse effect to the patient.